Event description:
A hospital in (B)(6) reported via a distributor that the expiratory tube of the rt204 adult dual-heated breathing circuit did not heat up upon initial use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is an alleged malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt204 breathing circuit is currently en route to fisher & paykel healthcare for investigation. We are not yet in receipt of the complaint device. We will submit our findings in a follow-up report following receipt of the device and completion of our investigation.